Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the glue / adhesive on the distal end was peeling due to external force applied to the distal end. A review of the instruction manual confirmed the following verbiage within section '3.2 inspection of the endoscope': "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities".

Manufacturer narrative:
Device was evaluated. Inspection determined gap on probe unit pink rubber and was observed to be leaking. The forceps cover were found peeling and crack on the ¿a-rubber¿ glue was observed. One (1) broken element was found on the (um) ultra sound image and the elevator channel was found to be loose. The control body s cover plate was observed to be missing and the elevator channel was found loose. The balloon function was tested and found to be functional. Based on evaluation findings the reported issue of leaking was confirmed however, the balloon was found to be functional and reported failure of would not inflate was not able to be duplicated. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that leaks at the tip of the balloon were observed and would not inflate. The issue occurred during preparation for use. There was no patient involvement on this event reported. No user injury reported.